Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow up. Lead dislodgement and loss of capture was noted on the left ventricular (lv) lead. Lead dislodgement was confirmed via x-ray. The left ventricular (lv) lead was explanted and replaced after unsuccessful attempt to flush the implanted lead. The patient was stable before, during and after the procedure.